Event description:
Sorin group received a report that the s5 roller pump displayed a motor controller error during set up.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump displayed a motor controller error during set up. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative updated the software and freed the jammed varilock. Subsequent testing found the pump intermittently will receive the motor control error. A spare pump head was installed and a new motor control board was ordered. The motor control board was replaced at a later date and pump head placed back into the device. The s5 was powered up and down multiple times, along with running the pump with tubing in the raceway everything functioned properly. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.